Event description:
I wear a freestyle libre 3 or 3 plus to assist me in blood sugar control since (B)(6) 2022. They are supposed to work for 14/15 days. Frequently they stop working early, from as little as 2 days, most commonly around 10 days. One or 2 fell off from my arm. The company claims they will replace any sensor that fails or falls off. In the last 12 months 2 have fallen off and 10 have ceased working prematurely. The company replaced all units initially. But has refused to replace the last 4, claiming I had exceeded the replacement requests. I have always applied the sensors correctly. Pt code: 4582. Device code: 3270, 4045. Reference reports: mw5173787, mw5173788, mw5173789, mw5173790, mw5173791, mw5173792, mw5173793, mw5173794, mw5173795, mw5173796, mw5173797, mw5173798, mw5173799, mw5173800, mw5173802.